Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence urgency frequency. It was reported that he patient reports device has been sitting side ways for the past month. Pt reports is in a lot of pain. Pt states was supposed to have device removed but hcp went on maternity leave and pt is unsure what to do. Agent provided physician listing. No further complications was reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.